Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the cpu and usb coupler. Loaded cal files. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the image on the monitor of the etrak 2500l system was flickering and the screen going black. There was no report of patient injury.